Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. Signs of use were observed on the guide wire, which contradicts the report that the defect occurred before use. The customer was contacted to clarify this discrepancy. They confirmed that kinking was first observed on the guide wire prior to use but they still proceeded to be used on the patient. Visual analysis revealed that the guide wire was kinked towards the proximal end. Two offset coils were also observed adjacent to the j-bend. Microscopic examination confirmed the damage. During normal assembly within the returned tubing, the kinking/offset coils would have been located within the tubing, protecting it from damage. The offset coils measured 583mm and 588mm from the proximal weld. The kink measured 24mm from the proximal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .850mm, which is within the specification limits of .838mm -.877mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. The guide wire was able to pass completely through the ars/introducer needle with little to no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds of the guide wire were secure and intact. The manufacturing facility was contacted as part of this complaint investigation. They indicated that this guide wire is 100% inspected for damage during the assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that of a kinked spring wire guide was confirmed through visual examination of the returned sample. One kink and two offsets were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the damaged portions of the guide wire would have been located inside the tubing assembly, protecting it from damage. Between this and the comments from the manufacturing facility, it cannot be confirmed when the guide wire became kinked. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.